Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous high creatinine test results were when using the (B)(4) clinical chemistry analyzer. The customer amended creatinine test results from 13 patients when the tests were repeated on (B)(6) 2010. The erroneous low test results were reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 6 of 13 reported by this customer. This event was initially reported in 2010 as MDR 2050012-2011-00294. An MDR was filed for each of the 13 patients.

Manufacturer narrative:
The analyzer was evaluated by a field service engineer and a cuvette flood was determined to be the cause of the erroneous results. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This event was originally filed with MDR 2050012-2010-00294. During the retrospective review, it was determined that additional mdrs were required to be filed.